Event description:
It was reported the patient's scs ipg was non-functional as communication with the ipg could not be established. Surgical intervention to replace the patient's scs ipg may be necessary.